Event description:
Reporter indicated a vns dell x50 handheld computer was not performing as intended. The computer was also not charged per the reporter. The reporter was advised to fully charge the computer before the next use. Attempts to the reporter to ascertain whether the computer was working properly after charging have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.